Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads; the lead related to this issue is being reported. It was reported the pt was experiencing ineffective stimulation due to an x-ray confirmed lead migration. An sjm rep was able to resolve the stimulation issue with reprogramming; however, per f/u, the migrated scs lead was explanted and replaced which resolved the issue. It was also reported the lead was found to be fractured. The explanted product will not be returned to sjm.